Event description:
It was reported the rigid video scope had image noise. It was unspecified when the issue occurred. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit, universal cable is scratched, image misalignment a root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit, universal cable is scratched cause by component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure type was therapeutic, and the event occurred mid-procedure.